Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed may 20, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6), 2015, due to a decrement in electrode function.the patient was reimplanted with a new device during the same surgery.